Manufacturer narrative:
The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ping meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6). The patient reported obtaining a blood glucose reading of "200mg/dl" on the subject meter and "29 and 50mg/dl" on a hospital meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The patient denied developing any symptoms. The patient reported being treated by emergency medical services (ems) with IV glucose. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient required hcp treatment for a serious injury related to hypoglycemia while using the subject meter.